Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received eight electric shocks. Upon review, it was noted that there was no episode storage, and the data was not correctly stored. Then, it was determined that the majority of the shocks delivered were inappropriate. It was further noted that post-shock therapy accelerated the patient's rhythm into ventricular tachycardia and ventricular fibrillation zones, and two shocks were delivered converting the rhythm. Additionally, it was noted that this patient was admitted to the hospital and reprogramming efforts were performed. At this time, the crt-d remains in service and no additional adverse patient effects were reported.